Event description:
It was reported that post silverhawk procedure, a patient had suffered a stroke and passed away. Repeated attempts have been made to reach the account to determine if it was device related. The account has failed to respond.

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. The relationship to the device could not be determined.